Event description:
Title : ivc filter event desc: during the planned removal of a temporary vena cava filter which had been in place for 161 days, it was identified by the interventional radiologist, that the filter had a fractured strut. The inferior vena cava (ivc) filter was removed and the fractured strut was retained in the right ventricle. Asymptomatic pt to return in 5 days for evaluation of strut position and possible removal depending on location and symptomatology. In 2004 the pt was brought back to the catheterization lab and the strut was found to be in the brach on the left pulmonary artery at the base distally.

Event description:
Add'l info rec'd from MFR 7/29/04: in letter regarding this event, dated june 2004. Included were FDA coded info. Under event problems, specifically pt problems, there were 2 codes, 2357 - surgical procedure, and 2365 - foreign body removal. To MFR's knowledge these are incorrect. MFR confirmed with the interventional radiologist that there were no surgical procedures associated with this event. Regarding foreign foreign body removal, this procedure was a scheduled routine percutaneous retrieval of a removable vena cava filter, as the filter was no longer needed. The detached segment was no removed from the pt as of this date and it has been reported that the pt is fine.